Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products: trabecular metalic acetabular revision shell/ pn 00700006020/ ln 63261144, cer option type 1 tpr sleeve -6/ pn 650-1064/ ln 586410. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2017-01742).

Event description:
It was reported that patient had a revision due to recurrent dislocation and impingement. It was found that the cemented constrained liner did not have sufficient anteversion. The neck of the femoral stem impinged on the anterior inferior tab of the constrained liner when the hip was flexed and adducted and hence levered out resulting in dislocation. The head was removed and replaced along with a competitor liner.

Manufacturer narrative:
Upon receipt of additional information it has been determined that a zimmer biomet device did not cause or contribute to the reported event; competitor product was initially implanted. The initial report was submitted in error and should be voided.